Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The blood glucose level was 270 mg/dl and lasted more than four hours. The patient received treatment with insulin via pump, and the event resolved. No further information available.